Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a bypass surgery the pulse generator was programmed to voo mode. During the exposure to electrocautery the device exhibited loss of output and the patient was asystolic. Epicardial leads were used to temporarily pace and pacing resumed. The device was interrogated after the surgery and normal function resumed.